Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level was 126mg/dl. Troubleshooting was begun and insulin was not observed exiting the infusion set tubing. The customer was currently hospitalized for non-diabetic reasons and troubleshooting could not be completed. A follow-up call to complete troubleshooting was declined.